Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The (B)(6) field service engineer (fse) replaced the safety disk and retested the iabp and found it to be working ok. All functional and safety tests were performed by the fse, and the iabp was returned to the customer for clinical use.

Event description:
During regular leak testing, the customer found that the intra-aortic balloon pump (iabp) failed the leakage test. There was no patient involvement and no adverse event was reported.